Manufacturer narrative:
Device received with high sleep current and power supply test failed during self-test error during self test followed by trace pointers are invalid error, history pointers failed and history pointers are corrupted error and post-reset ram crc alarm due to connector resistance electrical board. Device trace download analysis confirmed device alarmed power error and power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error and power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed power error detected. The patient¿s blood glucose level was 300 mg/dl at the time of the incident. Customer reported that, the insulin pump has not been exposed to temperatures below 41 degree celsius. Customer treated high blood glucose with the multiple dose injections. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.